Event description:
Device malfunction: unk. Time of malfunction: post procedure. Symptoms/ae: hemorrhage, death. A user facility medwatch report was received via cdrh that states "starclose apparatus utlilized during surgery. Post-op starclose apparatus noted to have failed resulting in hemorrhage to the pt." The pt died the following day. The customer was contacted for additional info. Though requested, the user facility declined to provide additional info.

Manufacturer narrative:
The customer reported the device is not available for eval. The lot number was not identified; therefore, a device history record review could not be performed.